Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited functional undersensing following a premature ventricular contraction (pvc) with subsequent cross-chamber blanking. As a result, an atrial event was not detected, leading to a ventricular rate greater than the atrial rate (v > a) and inappropriate arrhythmia classification. The device subsequently provided inappropriate anti-tachycardia pacing (atp) and delivered more than two inappropriate shocks. Technical services (ts) reviewed the episode and recommended programming adjustments to mitigate recurrence. No additional adverse patient effects were reported. This ICD remains in service.